Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reports that during a gynecology procedure the pt 'jumped' some time during use of the product. The cable was checked and the operating team noticed it had melted. Initial evaluation of the incident device found the device failed hipot testing.